Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was difficult plunger movement found while using a bd plastipak ¿ syringe luer-lok¿; specifically, while drawing up medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported there was difficult plunger movement found while using a bd plastipak syringe luer-lok; specifically, while drawing up medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Two sealed packaged 3ml syringes confirmed to be from batch #7338532 (p/n 309658) and two sealed packaged 5ml syringes were received 7338674 (p/n 309649). They were visually evaluated. No visual defects were observed. The samples were tested for breakout and sustaining forces. All forces were well within the specification for the two products. The plunger movement was subjectively evaluated and was observed to be smooth as designed. No defects were confirmed in the samples received, therefore root cause is not determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: n/a. No defects were confirmed in the samples received.

Event description:
It was reported there was difficult plunger movement found while using a bd plastipak syringe luer-lok; specifically, while drawing up medication. There was no report of exposure, injury or medical intervention.